Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. D4: batch # 434c73. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. B3: exact event date unk, entered 1/1/2024 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received partially fired 1/4 with an open package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 434c73, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? It made staples into middle. That formed staples were properly made. If yes, was the staple line complete? The line wasn¿t complete. It stopped in the middle of cartridge. Did the device cut? If yes, was the cut line complete? Yes, the device cut the line, but until the middle. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? I can¿t figure out. Was there any difficulty opening the device? If yes, how was the device removed from the patient? No, the surgeon used reverse button. If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There is no patient health issue with the device.

Event description:
It was reported that during an unk procedure, tried to cut the liver using echelon with blue cartridge. But the blade was stuck during firing. No patient consequences were reported.